Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the patient reported that her pump got hot during her MRI. The pump was now critically alarming, and the patient didn¿t feel well. The patient stated that she was headed to the ER (emergency room) because she had been unable to get a hold of her pump managing doctor. No further complications have been reported as a result of this event.